Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided instructions to call back if the issue recurred. Customer was informed that they could continue using the pump, and the caller acknowledged and understood the guidance.